Manufacturer narrative:
Terumo has rec'd the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, a possible clot formation inside the oxygenator was noted. Product was not changed out. Surgery was successful.